Manufacturer narrative:
Date of event estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-06175. It was reported that the patient was experiencing ineffective stimulation. The patient was also experiencing numbness and a shocking sensation. Upon further examination the system diagnostics recorded low impedances. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.